Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing as well as p-wave undersensing. The lead remains in use. No patient complications have been reported as a result of this event.